Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: a review of the pump history showed that the pump was manually suspended on (B)(6) 2015 at 17:48. The last bolus delivery was on (B)(6) 2015. On (B)(6) 2015 a manual time change was observed in the black box from 16:12 to 15:12. The basal tdd¿s on (B)(6) 2015 appear to be inaccurate due to routine cartridge change; deliveries were interrupted for this between13:15 to 14:45. The pump was programmed with a 1.0u/hr basal rate and exercised for 24hr time period; at end testing the basal history correctly showed 1.0u and tdd showed 24.0u. The alleged issue could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the basal history did not match the active basal program. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.